Event description:
It was reported to philips that the system was overheated and failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned on another system. The philips field service engineer (fse) examined the system onsite and confirmed that system was overheated and failed to emit x-rays. Upon troubleshooting, the philips field service engineer (fse) visited onsite and found chiller fan error and displayed on the tcu. To resolve the issue, fse replaced chiller. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.